Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The needle displayed obvious disfigurement. It was extremely bent downward. T1, t2 and suture were still within the delivery track. Suture, anchors and needle had bio matter attached. The depth limiter was attached. The symptoms align with resistance and user difficulty in reaching desired anchoring location. The actuator no longer cycled and actuated due to needle damage attained. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during a knee arthroscopy surgery the lever could not be operate after the anchor was inserted. No patient injuries or significant delay reported. The surgery was finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.